Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sleepless nights, becoming anxious, irritable, depressed, and panic. He patient also alleges his entire family suffering from this ever since the fsn recall. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/20/2022. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected no foam particles observed. The device passed all tests. Additionally, the device was corrected. Section g3 and h6 have been updated in this follow up report.